Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6)2009, product type: catheter. (B)(4).

Event description:
The patient was taken into surgery for a pump replacement only as the pump was nearing eri (elective replacement indicator)/eos (end of service). However, they could not adequately aspirate the existing catheter, so a full catheter replacement was performed as well. The patient had no symptoms related to the event. This reporter was unaware of the patient having any symptoms prior to the procedure. The device system was delivering dilaudid.